Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h10 device evaluation: device photograph(s) for the device related to the reported event of rupture, inflammatuion/irritation and lymphadenopathy was reviewed on (B)(6). Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Lymphadenoppathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
A healthcare professional reported right side the events of ¿rupture¿, ¿severe swelling and redness¿, ¿leakage¿, ¿reactive lymph node in the axillar area (diameter 7mm)¿, and ¿mammary lymph node (6mm)¿. The device has been explanted.

Event description:
Physician reported a rupture (side unknown). Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
A healthcare professional reported right side the events of ¿rupture¿, ¿severe swelling and redness¿, ¿leakage¿, ¿reactive lymph node in the axillar area (diameter 7mm)¿, and ¿mammary lymph node (6mm)¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event.